Event description:
New information received notes that there was nsrvo episodes due to oversensing noise on the right ventricular (rv) lead. No changes or intervention was performed. There we no patient consequences.

Event description:
Additional information received indicates recurring oversensing noise on the right ventricular (rv) lead. No changes or interventions were reported. There were no patient consequences.

Event description:
It was reported that a patient presented to clinic due to an alert for high voltage impedance on their right ventricular (rv) lead. Diagnostic imaging showed externalized conductors on the rv lead. No changes or intervention was performed. The patient condition was stable.